Event description:
The customer's wife reported that the customer was hospitalized on (B)(6) 2015 with high blood glucose. The customer was treated in the hospital until (B)(6) 2015. The blood glucose reading had been read as "high" on his meter, which indicated that it was over 600 mg/dl. She reported that the customer had another incident of high blood glucose the following day, (B)(6) and was taken to the emergency room again. She stated that the blood glucose was over 400 mg/dl but that it was already back down to 160 mg/dl when they arrived at the hospital. Nothing further was reported.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. The customer went back to the emergency room after being released from the hospital. His blood glucose level was over 400 mg/dl. He had a diabetic ketoacidosis. The customer was wearing his insulin pump at the time of the emergency room visit. He believed he was not receiving the boluses because the numbers were not going into his insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.